Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to motor error alarm. Unable to verify excessive no delivery alarm or prime anomaly due to motor error alarm. Unit had corroded electronic assembly and keypad traces. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer tried to prime with multiple sets but the issue was not resolved. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer was advised to change their reservoir set as soon as possible. The customer sent the insulin pump back for analysis.